Event description:
The following info was received via a user facility medwatch: on (B)(6) 2013 a peritoneal dialysis (pd) pt was admitted tot he hospital for wound care. Pt is on continuous cycler peritoneal dialysis. Loss of intravenous (IV) access lead to the use of intraperitoneal antibiotics (vancomycin) to treat sacral. Following multiple doses of medication the pt developed fungal peritonitis on (B)(6) 2014. Pt has history of multiple antibiotic use. Pt's pd catheter was removed on (B)(6) 2014.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. Related MDR: 1713747-2014-99920.